Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that out of range issues occurred between the transmitter and pump for unknown amount of time with no continuous glucose monitor (cgm) sensor readings. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.